Manufacturer narrative:
The customer reported complaint for the autopulse platform displayed user advisory (ua) 20 (position out of range) error message was confirmed during archive data review and functional testing. The encoder drive shaft position was not within the normally acceptable range. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. User advisory (ua) 20 is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 20 error was due to the encoder driveshaft not being within the normally acceptable range of positions. To remedy the issue, the driveshaft needs to be rotated back to the home position. Visual inspection of the returned platform was performed, and no physical damage was observed. During functional testing, user advisory (ua) 20 error message displayed upon power on the device, thus confirming the reported complaint. A review of the archive data shows multiple user advisory (ua) 20 error messages occurred on the reported event date. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the patient use, the customer reported that the autopulse platform (sn (B)(4) displayed a user advisory (ua) 20 (position out of range) error message. The user tried to pull the lifeband up to reset it as well as replacing the lifeband and two batteries, however, was unable to clear the user advisory. Following this, the crew immediately performed manual CPR during patient transport to the hospital. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.